Event description:
A doctor alleged that a patient had experienced an allergic reaction after placement with herculite ultra.

Manufacturer narrative:
The patient had experienced a reaction of hives from head to toe and swelling in the tongue and mouth; however, there was no reaction around the area of the composite filling. It was reported that an epi pen was used for treatment and the patient had visited an emergency room. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.